Manufacturer narrative:
As of (B)(6) 2022 aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to section of this report for further details.

Event description:
Consumer stated on (B)(6) 2022 that product a severe reaction. Consumer returned consumer information report (cir) on (B)(6) 2022. Consumer stated that after using the product, the area became itchy. There were raised red itchy bumps all around the area were product was used. Consumer informed that she required medical treatment. She contacted her provider who recommended a itchy cream. Consumer confirmed that the issue was with the tape area.

Event description:
Consumer stated on 11/17/2022 that product a severe reaction. Consumer returned consumer information report (cir) on 11/22/2022. Consumer stated that after using the product, the area became itchy. There were raised red itchy bumps all around the area were product was used. Consumer informed that she required medical treatment. She contacted her provider who recommended a itchy cream. Consumer confirmed that the issue was with the tape area.

Manufacturer narrative:
As of 12/21/2022 aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to section b.6 of this report for further details. As of 03/06/2023 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted.